Event description:
Report 5 of 11. Report received from (B)(6) stating that foreign debris was observed inside sterile pouch. The device was rejected at incoming inspection. It is unk if surgical delay occurred. It is unk if injury or medical intervention occurred. The date of event is unk. There is no additional info.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional info becomes available, a supplemental report will be sent.